Event description:
It was reported that infusion set patch lifted which caused cannula to bend which led to hyperglycemia and treated by correction bolus using pump. Infusion set was in use for one hour event on 14-mar-2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 8021545, manufacturing site: 3003442380.